Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2125039. Medical device expiration date: 11-30-2023. Device manufacture date: 05-05-2022. Medical device lot #: 2039677. Medical device expiration date: 08-31-2023. Device manufacture date: 02-08-2023. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was under fill or low draw of a tube with blood. This event occurred 121 times. The following information was provided by the initial reporter. The customer stated: tubes not filled correctly. There was no patient impact.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 121 times. The following information was provided by the initial reporter. The customer stated: "tubes not filled correctly. There was no patient impact.".

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 20 retained samples from each batch numbers: 2125039 and 2039677 were draw-tested with deionized water. From this testing, it was determined that all 40 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.